Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation of injector and connector. The following information was provided by the initial reporter: patient was post-hydrating with normal saline solution (nss) following carboplatm. I was at the bedside and patient was sitting on mother's lap, not touching the tubing. The injector pieced disconnected from the connector piece on the patient's port.

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. The lot number is unknown for material 515056 (connector), therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced separation of injector and connector. The following information was provided by the initial reporter: patient was post-hydrating with normal saline solution (nss) following carboplatm. I was at the bedside and patient was sitting on mother's lap, not touching the tubing. The injector pieced disconnected from the connector piece on the patient's port.